Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 50512809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and anesthesia (for essure insertion) on (B)(6) 2012. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and procedural nausea ("nausea"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (unilateral salpingo-oopherectomy with essure removal). Essure was removed on (B)(6) 2017. In 2017, the dyspareunia had resolved. At the time of the report, the abdominal pain, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, vaginal discharge, fatigue, weight increased, alopecia and procedural nausea outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, procedural nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the medical records that during insertion, the essure device was advanced into the left tube without difficulty and deployed. There were two coils noted within the cavity on completion. The second essure device was then advanced into the cavity and within the right tube. It was deployed without difficulty. There were three coils noted within the cavity on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysteroscopy - on (B)(6) 2012: (before insertion) uterine cavity was normal. Gynaecological examination - on (B)(6) 2012 (before essure insertion): the uterus was normal in contour, eight weeks in size and anteverted. There were no adnexal masses. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain lower. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (lawyer and healthcare facility); plaintiff¿s demographic data; concomitant condition (obesity); medical history (gravida and anesthesia for essure insertion procedure); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot number (50512809) and expiration date (mar-2013); essure insertion date update ((B)(6) 2012); essure insertion details; essure removal date ((B)(6) 2017); previous adverse event amendment (from headaches to migraines / headaches and from pain to constant abdominal pain); new adverse events (abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea, cramping, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abnormal bleeding (vaginal, menorrhagia), and nausea); onset date of event pain ((B)(6) 2012); and essure removal method (unilateral salpingo-oopherectomy). On 18-jun-2018: no additional information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 50512809-not valid, 50512909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and anesthesia (for essure insertion) on (B)(6) 2012. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and procedural nausea ("nausea"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced headache ("headache") and nausea ("nausea"). The patient was treated with surgery (unilateral salpingo-oophorectomy and bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2017. In 2017, the dyspareunia had resolved. At the time of the report, the abdominal pain, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, vaginal discharge, fatigue, weight increased, alopecia, procedural nausea, headache and nausea outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, procedural nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the medical records that during insertion, the essure device was advanced into the left tube without difficulty and deployed. There were two coils noted within the cavity on completion. The second essure device was then advanced into the cavity and within the right tube. It was deployed without difficulty. There were three coils noted within the cavity on the right side. Discrepant information received in insertion and removal date. Insertion date- (B)(6) 2012, removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Hysteroscopy - on (B)(6) 2012: (before insertion) uterine cavity was normal. Gynaecological examination - on (B)(6) 2012 (before essure insertion): the uterus was normal in contour, eight weeks in size and anteverted. There were no adnexal masses. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain lower. Lot number report 50512809 is invalid, lot number 50512809 is invalid. Lot number:50512909, manufacture date: (B)(6) 2010, expiration date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 50512809-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and anesthesia (for essure insertion) on (B)(6)2012. Concurrent conditions included obesity. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and procedural nausea ("nausea"). On (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (unilateral salpingo-oopherectomy with essure removal). Essure was removed on (B)(6)2017. In 2017, the dyspareunia had resolved. At the time of the report, the abdominal pain, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, vaginal discharge, fatigue, weight increased, alopecia and procedural nausea outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, procedural nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the medical records that during insertion, the essure device was advanced into the left tube without difficulty and deployed. There were two coils noted within the cavity on completion. The second essure device was then advanced into the cavity and within the right tube. It was deployed without difficulty. There were three coils noted within the cavity on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysteroscopy - on (B)(6)2012: (before insertion) uterine cavity was normal gynaecological examination - on (B)(6)2012 (before essure insertion): the uterus was normal in contour, eight weeks in size and anteverted. There were no adnexal masses. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain lower. Lot number report 50512809 is invalid most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 50512809-not valid, 50512909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and anesthesia (for essure insertion) on (B)(6)2012. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and procedural nausea ("nausea"). On (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced headache ("headache") and nausea ("nausea"). The patient was treated with surgery (unilateral salpingo-oopherectomy and bilateral salpingectomy essure removal). Essure was removed on (B)(6)2017. In 2017, the dyspareunia had resolved. At the time of the report, the abdominal pain, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, vaginal discharge, fatigue, weight increased, alopecia, procedural nausea, headache and nausea outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, procedural nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in the medical records that during insertion, the essure device was advanced into the left tube without difficulty and deployed. There were two coils noted within the cavity on completion. The second essure device was then advanced into the cavity and within the right tube. It was deployed without difficulty. There were three coils noted within the cavity on the right side. Discrepant information received in insertion and removal date. Insertion date-(B)(6) 2012 removal date- (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion hysteroscopy - on (B)(6)2012: (before insertion) uterine cavity was normal gynaecological examination - on (B)(6)-2012 (before essure insertion): the uterus was normal in contour, eight weeks in size and anteverted. There were no adnexal masses. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain lower. Lot number report 50512809 is invalid most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received: headache and nausea event were added. Lot number received. Iincident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.